Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During the procedure, the physician noticed the ace 64 was kinked around the hub area which then caused false air during aspiration. The physician reported feeling no particular resistance prior to this damage. The kinked ace 64 was removed and the procedure was completed using a new ace 64. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the penumbra system ace 64 reperfusion catheter (ace 64) was fractured approximately 3.0 cm from the hub. The strain relief was partially unwound by a penumbra investigator for further evaluation, and no further damage or abnormalities were present. Conclusion: evaluation of the returned device revealed the ace 64 was fractured. This type of damage typically occurs due to improper handling during preparation or use. If the ace 64 is forcefully removed from the packaging hoop at an angle, or manipulated at extreme angles during insertion into a catheter or sheath, damage such as this may occur. Ace 64 devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.